Event description:
It was reported that following implantation, the pump worked fine for about five weeks till (B)(6), following which it stopped. Per reporter healthcare provider (hcp) were trying to find the cause. Patient believed it was a defective pump and had been suffering for a long time. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the healthcare provider (hcp) had last evaluated the patient on 2011-(B)(6) and the hcp was not aware of the reported event since then. Patient was currently following up with another hcp. Drug delivered via the device was noted as ms 15mg/day and marcaine 1.1mg/day. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6)-2011, explanted: unk.